Event description:
It was reported that during the attempted implant of the catheter, the catheter was steering caudad and upon the reattempt to place it, it was noted to have a tear/break/kink at the distal end. The catheter was therefore not implanted. It was noted there were no patient symptoms or complications.

Manufacturer narrative:
The distal portion of the catheter was returned. Analysis of that catheter portion revealed that during the implant procedure, the catheter body and/or guidewire were damaged.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).